Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the upgraded cpu kit needed to be installed. The upgraded cpu circuit board and associated parts were installed to maintain compatability. Software was fully loaded and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.